Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty diode on the high voltage module. The customer declined repair and the device was returned labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.